Event description:
Additional information was received from the patient who reported that it was confirmed that the pump was empty. Per the patient, they were attempting to find a provider to refill the pump, as the pump need to be filled, but they had been unable to find a provider to do so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported the patient had missed their refill date on (B)(6) 2024 and they had been having spasms and going through withdrawals. The patient stated the pump had been running empty and not functioning properly. The patient reported they had not heard the pump alarm at all. The patient added their insurance would not pay for transport to get the pump filled and they wanted a company representative to interrogate the pump.